Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl at the time of the incident. The caller stated that their meter read 375 mg/dl at the time of the accident. The customer was at 200 mg/dl at the time of the call. The customer used the pump and was given intravenous fluids and insulin to treat. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer will monitor the pump. The insulin pump will not be returned for analysis. Frn-mmt-332-reservoir.